Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during a surgical procedure at the user facility a seam was torn in the toga. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.